Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 instrument and identified the failure mode as a leaking wash collar on the modular chemistry sample probe due to a defective vacuum valve. The fse replaced the vacuum valve to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low and suppressed creatinine (crem) patient results for three (3) patient samples and a leak on their modular chemistry (mc) side of their dxc 800 system. The patient samples were repeated with higher results which were reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. Quality control (qc) was within their established range before the event. The customer did not provide patient demographics. The customer provided data for three (3) patient samples.